Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed multiple call service 012 alarms. A review of the black box history indicated two additional cs012 alarms on (B)(6); the user programmed a bolus of 1.5 units and during a partial bolus a cs012 alarm was emitted and no boluses were recorded. During testing, the pump was booted to the verify screen with the appropriate auditory and vibratory alarms. The pump was exercised for 24 hours on a one unit per hour basal rate. Multiple boluses were performed during testing. No alarm was emitted during the bolus test. An "ezprime" operation was performed with no were issues noted. The reported complaint was observed in pump history but not duplicated during investigation. There was evidence of contamination found under the key contacts.

Event description:
On (B)(4) 2012, the distributor contacted animas and reported that the pump emitted several call service 012 alarms. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.